Manufacturer narrative:
Concomitant medical product: 1456q-86 lead, implanted: (B)(6) 2018, w4tr03 ICD, (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced complete heart block. Oversensing was noted on the right atrial (ra) lead. The lead was reprogrammed and then capped and replaced. No patient complications have been reported as a result of this event.